Manufacturer narrative:
(B)(4).

Event description:
The service report shows the graphic user interface knob does not function. The ventilator was not on a patient at the time of the event. The customer to complete the repair.